Event description:
It was reported that the 2800 system would not boot. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Based on info provided, the following components have been ordered. Surge suppressor pcb and cable with switch on/off. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow up report will be submitted as required.